Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the device was running at a high rate of speed. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was duplicated through functional testing. Upon disassembly, the technician found the drive bearing broken.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the device was running at a high rate of speed. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.